Event description:
"A inserter broken during use. The fragment of the inserter tip was remained the pt's bone. It was found by x-ray after the surgery. The doctor did not perform second surgery. The doctor commented the inserter was bent after use."